Manufacturer narrative:
Seven bleeding - major and bleeding - other events were reported to abbott from the tvt data extract in the current reporting period (01 july 2025 ¿ 30 september 2025). A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. The mitraclip system was used in an anatomical context for which it is not approved, representing an off-label use. Causality of this adverse event to the off-label use could not be determined based on the available data. However, risk assessment was completed for the reported incidents 7 out of 197 (3.6%) subjects experienced bleeding - major and bleeding - other. These adverse events (bleeding - major and bleeding - other) and their frequency are consistent with expectations for patients treated with the mitraclip and triclip systems within their labeled indication anatomy and align with rates reported in other clinical studies. Data from off-label use are not included, as it is outside the approved indication. No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. D4. Primary UDI number: the UDI number is not known as the part and lot number were not provided. D6a - implant date: the earliest implant date was used. This report is for quarter 3 timeframe between 01 july 2025 ¿ 30 september 2025.

Event description:
It was reported through the sts/acc tvt registry ¿ (triclip data export) that the mitraclip system that was used off-label for tricuspid valve repair. In seven of these cases bleeding - major and bleeding - other were reported, which are considered serious injury. The relationship of the adverse events to the mitraclip devices could not be determined based on the limited data received from the registry. Sts/acc tvt registry ¿ (triclip data export) is reported as a summary per summary reporting exemption approval number - e2015009. The data received indicated that the procedure date range was between 27 march 2024 - 23 july 2024. Patients¿ mean age is 70 years, ranging from 32 - 82 years. 29% of the patients were male, 71% of the patients were female. The submission timeframe is 01 july 2025 ¿ 30 september 2025. As of 27 march 2025, a total of 197 patients had been treated with the mitraclip device for tricuspid valve repair, as reported in the sts/acc tvt registry ¿ triclip.